Event description:
Reporter alleged high blood glucose monitoring device results however feeling low symptoms and being treated at the hosp for low blood glucose. Reporter stated device result was 582 mg/dl and felt low but dosed 16 units of insulin based on the result however "bottomed out". Reporter stated ambulance was called and their device was 86 mg/dl and was transported to the hosp and treated with an IV, glucose tablets, and dietary adjustments for low blood glucose. Reporter indicated the hosp tested her device and controls were stated to fall within an acceptable range. A request was made for the return of the suspect device and replacement product was sent.